Event description:
The technician alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail has a broken swing arm weldment. The technician replaced the side rail to resolve the issue.